Manufacturer narrative:
The customer's reported complaint of the autopulse displayed system error message was confirmed during functional testing. The root cause was determined to be a defective processor board. The processor board was replaced to remedy the issue. After replacement, the autopulse passed functional testing with no issue or faults observed. Visual inspection was performed and a damaged encoder cover was noted upon receipt. The autopulse is a serviceable as well as a reusable device and was manufactured on 04/2013. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. A review of the platform archive was performed and log showed date and time was corrupted due to the processor board issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during patient use , the autopulse displayed a system error. Customer discontinued the use of the platform and resort to manual CPR for an unknown length of time. No other information was provided. Follow-up attempts were made to obtain additional information, however were unsuccessful. There were no patient harm or consequences reported.